Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The 2.25x24mm, 80% stenosed, fibrotic, and progressive target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery with a significant bend between 45 and 90 degrees. The lesion was pre-dilated with an unknown balloon. The 2.25x20mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 2.25x20 taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified proximal stent damage. The struts on the first 3 rows from the proximal edge were severely misaligned and raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).